Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed end of life (eol) had been reached three months earlier. Reportedly, the patient with this device had not heard their device beeping and did not attend scheduled follow-up visits. The patient was hospitalized and monitored. An immediate replacement procedure is intended and the device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.